Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-paced t wave oversensing was observed on the ventricular channel. Programming changes were recommended. Physician elected to continue monitoring the patient. Device remains implanted.